Manufacturer narrative:
Consumer posted review on walmart.com. No followup is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer posted a review on walmart.com stating that they obtained a false negative result after using inteliswab product. Consumer stated that they tested positive somewhere else and purchased inteliswab to test themselves until they are no longer positive. See below posting: 1 out of 5 stars review: verified purchaser: (B)(6) 2021: inaccurate. Took 4 test and said I'm negative but in 100% sure I have co-vid I just bought these to test myself to see when I'm not sick anymore. Just had a test somewhere else and know I have co-vid.

Event description:
Consumer posted a review on (B)(6) stating that they obtained a false negative result after using inteliswab product. Consumer stated that they tested positive somewhere else and purchased inteliswab to test themsleves until they are no longer positive. See below posting: 1 out of 5 stars review. Verified purchaser: (B)(6) 2021: inaccurate. Took 4 test and said I'm negative but in 100% sure I have covid I just bought these to test myself to see when I'm not sick anymore. Just had a test somewhere else and know I have covid.